Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant procedure of this 34-millimeter (mm) transcatheter bioprosthetic valve, into a patient with a previously implanted non-medtronic surgical valve, the patient presented with diplopia and a stroke was noted. No additional adverse patient effects were reported.